Event description:
The complainant reported that during a therapeutic procedure of placing of an enteral gastronomy device the tube became detached from the connector at the seam. The physician reported that he then enlarged the abdominal incision and reached into the pt's abdomen and successfully pulled the peg through. The complainant indicated that the device was successfully placed in the pt, and there was no adverse affect on the pt as a result of the reported problem.